Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a notification alert was delivered, and patient presented to the clinic. Upon device interrogation, device was found out to have reached eri. Review of remote transmission revealed that battery voltage progressively dropped in the last three days. Device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Bench testing noted a low battery voltage. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.